Manufacturer narrative:
Software reloaded and calibrations verified. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that software was loaded and calibrations performed; no detailed failure description on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.